Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. No unexpected post-reset ram crc alarm, history pointers failed and history pointers are corrupted error, trace pointers are invalid alarms or unexpected battery power loss or failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined troubleshooting for pump error alarm. The insulin pump will be returned for analysis.